Event description:
The patient's speech-understanding deteriorated. The patient was only able to hear quietly and had variable impressions of sound. After a complete exchange of the external parts, the patient experienced a 'blitz' in her right cheek, and then was unable to hear anymore. Testing confirmed that the device has malfunctioned.